Manufacturer narrative:
Follow-up #1: date of submission 10/12/2017 the device has been returned and evaluated by product analysis on 09/16/2017 with the following findings: a review of the pump history showed call service 052, 054, and 056 alarms in the pump history. The pump powered on to a blank display. The call service alarm was unable to be adequately investigated due to the blank display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.